Event description:
The hospital notified the manufacturer that the nursing unit encountered an issue with an intravascular administration set including the q2 extension set manifold. It was reported that a patient was asleep during the start of the infusion, but later noticed the infusate was leaking onto his bed. The infusate was the antibiotic merrem. The nursing staff reported the leakage appeared to originate from a small crack at the top of the 0.22 micron filter. There were no patient complications reported as a result of the alleged event. No additional information is available at this time. It is unknown if the sample is returning to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Although the actual device has not been returned for evaluation, quest medical, inc., has already initiated an investigation on this alleged issue and this event is added to that investigation. The investigation is still underway. Quest medical, inc., has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.